Event description:
A complaint was received from a customer that reported that they just recently changed the batteries and the meter is not working. Customer stated that the "units" digit is only being partially displayed and that the reagent sensors will not present out of the meter. A request was made to return system for evaluation. In the meantime, a replacement unit was provided.